Event description:
A caller reported experiencing an error indicated by their continuous glucose monitor (cgm). Technical support provided assistance by guiding the caller through a complete pump reset, which successfully resolved the error, allowing the caller to start their sensor session without further issues. There was no adverse impact on the customer's blood glucose level.